Event description:
The device was used during a lobectomy procedure. Reportedly, the surgeon could not fire the instrument completely. Another device was applied to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.